Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call indicating that she was hospitalized due to high blood glucose. Customer's blood glucose was 559 mg/dl. The customer was treated with pump and manual injections. The customer was admitted to hospital. The customer did have ketones when she was hospitalized. The cause of 911 call as per healthcare provider was diabetic ketoacidosis. After the troubleshooting was done, customer was advised to change entire set, reservoir and insulin and treat. The customer is encouraged to reach out to healthcare provider for further review even with a manual injection blood glucose are not coming down.